Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was diagnosed with an abscess at the insertion site of the sensor delivery system. The issue resolved via use of medication. This report is in relation to a clinical study patient. It was also noted the patient's issue was procedure related.